Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) error and was suspected of depleting prematurely. The physician requested for device analysis to determine the replacement window. Device analysis confirmed there is 60 days however, the data is one month old therefore, technical services recommended performing a new patient-initiated interrogation (pii) as the field representative was in the hospital. The field representative confirmed the patient was not hospitalized as a result of the s-ICD. The physician will be calling the patient to perform a pii. At this time, the device remains in service. No adverse patient effects were reported.